Manufacturer narrative:
As stated by the instructions for use, error 5 is signaled by the pump in case of irregularity in the pusher advancement. What was reported by the customer has not been confirmed by the functional tests performed on the pump (verification of the thrust force and infusion tests). No malfunction was found by service: the device was found working according to its specifications and intended use. The pump was returned unrepaired to the customer, since it is over its expected life (4 years). No consequences for the patient.

Event description:
The customer reported the following: "err 5 (no movement of pusher anymore)" no involvement or consequence for the patient.